Manufacturer narrative:
Investigation summary: bd received samples however they were unfortunately misplaced before they made it to quality. One photo was provided for investigation that only shows the product packaging. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and each having their safety feature activated, and no issues were observed relating to splatter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode splatter. Bd was not able to identify a root cause for the indicated failure mode. If additional samples become available this complaint investigation will be reopened and updated with their analysis. The following fields were updated due to additional information: device available for evaluation:  yes returned to manufacturer on: 2023-08-18.

Event description:
It was reportioned that while using bd vacutainer® push button blood collection set, blood leaks when they retract the needle. No patient impact reported. The following information was provided by the initial reporter: "customer reports blood leaks when they retract the needle. This issue was reported by a bd associated. Bd associate was at the location and phlebotomists and a few other workers stated this new device spurting blood and they have to hold it over the garbage pail when they retract the needle. They showed her drops of blood that spilled out. "

Event description:
It was reportioned that while using bd vacutainer® push button blood collection set, blood leaks when they retract the needle. No patient impact reported. The following information was provided by the initial reporter: "customer reports blood leaks when they retract the needle. This issue was reported by a bd associated. Bd associate was at the location and phlebotomists and a few other workers stated this new device spurting blood and they have to hold it over the garbage pail when they retract the needle. They showed her drops of blood that spilled out. "

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.